Event description:
It was reported the patient presented for an in clinic follow up. Upon interrogation, it was observed the leadless pacemaker (lp) had increased capture thresholds. No reported intervention was completed. The patient was stable.